Event description:
Additional information was received indicating surgical intervention was undertaken wherein the system was explanted and replaced resolving the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient's thoracic leads had high impedance was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082304.

Event description:
It was reported that one of the patient's thoracic leads had high impedance. Surgical intervention may take place at a later date to address the issue.